Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported during surgery, the trigger was broken/jammed and the surgeon used a bone hook to unblock the trigger. It was further reported liquid residue was found inside of the battery hand-piece, it is unknown when the liquid was discovered. It was reported there was no prolongation of surgery. No report of harm to the patient or end users was reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: device was received at the service and repair department on an unknown date. A manufacturing evaluation was completed: the investigation of the complaint article has shown, that the trigger is broken, defective. Further investigation has shown some water inside the device. This could be an issue due to inadequate handling. Additionally the gear is blocked. The part was repaired and sent back. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.